Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient suddenly felt short of breath, lightheaded and dizzy. Patient presented to the emergency room after receiving inappropriate shock. Patient was asymptomatic during review. Programming changes were made. On the next follow up visit, the patient was prescribed anti-arrhythmic medication.